Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms over the past couple weeks. It was noted that the cartridge was changed but the pump continued to have loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: a review of the pump¿s history showed evidence of multiple loss of prime warnings due to low non zero force on the reported event date. The pump powered on and immediately emitted a call service alarm that was unable to clear. The pump could not be adequately tested due to the alarm. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(4).